Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3587a, lot# lb4147, implanted: (B)(6) 2003, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that at the time of explant the patient was told that their wire was moving.

Manufacturer narrative:
Concomitant product(s): product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. Product ID: 3587a, lot# lb4147, implanted: (B)(6) 2003, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that patient had their battery implanted on (B)(6) 2013. Three months after the implant, the patient got an infection. At that time, the doctor removed the implantable neurostimulator and part of the extension. A new extension and ins were placed on (B)(6) 2014. The lead was the same. The patient status was good and there were no issues at the time of the report.